Event description:
Per provider the wheel broke at spokes.

Manufacturer narrative:
The alleged broken spokes happen after ten months, we presume that is because consumer abuse device, since we have made test of wheel from same model, but nothing happen. Anyway, we have trained our workers and q.c, enhance quality control of injection process. Make hardness test and impact test on the wheel. Make sure our rear wheel meet requirement.